Manufacturer narrative:
(B)(4). Report is for three (3) unknown cortex screws; one (1) 2.7 mm cortex screw and two (2) 3.5 mm cortex screws. Catalogue number: a partial part number of 02.206.2xx was provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal procedure was performed on (B)(6) 2015 after it was noted that the patient had a possible infection, it is unsure how the infection was discovered. All hardware was removed intact and no new hardware was implanted; the surgeon reports the patient was moderately healed. There was no allegation of malfunction against any of the hardware. The hardware was removed without any surgical delay or patient harm. The patient was prescribed non-weight bearing status after the explant procedure. It is unknown if the patient was prescribed postoperative antibiotics after the hardware removal. This report is for three (3) unknown cortex screws this is report 3 of 3 for (B)(4).